Event description:
Pt experienced pain, drainage and edema seven weeks post-keloid scar excision on the lateral side of the foot that was covered with orthadapt. At approx eight weeks post-op, part of the graft was protruding from the wound, and was removed in the office. The remainder of the graft was explanted one week later (nine weeks post-op).

Manufacturer narrative:
The physician used the orthadapt bioimplant to reduce scar formation after scar excision of the surgical wound following achilles rupture repair. This procedure is off-label use; orthadapt bioimplants are not indicated for this use. The physician did not report incident as a complaint; he wanted to see if the graft was remodeling in this situation. The physician has performed this procedure on approx five or six pts. A review of the device history record (DHR) indicated the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.